Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: technical event:232003.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Correction in h4 manufacturing date was incorrect: correct date is 29.june 2015.

Event description:
The following was reported to hamilton medical ag: summary: technical event: (B)(4).